Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.

Event description:
It was reported that the keypad buttons presses did not activate desired pump functions. The keypad buttons reportedly were unresponsive when pressed. There was no adverse event associated with this complaint.